Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the self-test and displacement test. However, pump error alarm and pump error alarm (variableinfo=3) confirmed in the insulin pump history due to broken trace on keypad assembly. Insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed pump error 4 and pump error 63. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.